Event description:
Air alarm went off on one of the pumps during an infusion. The nurse removed the tubing from the pump to clear the air bubbling and the tubing came apart (e.g. The two pieces that are glued together separated) at the middle hood where it is installed in the pump. Was patient injured? No, thankfully, it was not chemo that was infusing because we are not using bbraun tubings for chemo administration. However, this happened in the oncology inpatient unit.